Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance and a large number of sensing integrity counter (sic) oversensing episodes. It was also reported that the rv lead exhibited high and variable thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.